Event description:
The international distributor of cryocyte freezing containers reported breakage of a cryocyte freezing container was observed after cryopreservation and storage, but before thawing the contents of the bag were transplanted to a patient, who received additional antibiotic therapy (rozefin) as a result of the break. The fill volume was 95-100 ml. Cryopreservation and storage were performed in metal cassettes and storage was in ln2 vapor phase. The duration of storage was less than two months.

Manufacturer narrative:
Manufacturing records for this lot were reviewed. There were no deviations from standard procedure, and no issues were noted during the manufacturing time period. Cyocyte bag complaint data are reviewed monthly by cellular therapies division quality management. CAPA has been initiated to investigate customer reports of cryocyte bag breakages. Baxter has requested, but not yet received the broken bag for evaluation.